Manufacturer narrative:
(B)(4): batch # m9364c. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when was the packaging damaged? No information. The damage was noticed in the or before the package was opened. What was the damage to the packaging? The lower right part of the tyvek package was damaged. Is there a tear or hole in the packaging? Yes, there is a tear in the packaging.

Event description:
It was reported that before an unknown procedure, it was found that the lower right part of the tyvek package was damaged in the operation room. The package was not opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2016 the analysis results found that the device was returned inside its sterile package. Upon visual inspection, the package was noted to be ripped with a hole and the damage was observed to be from the outside to the inside. The condition of the package is indicative of handling and storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. A batch record review was performed and no anomalies were found during the manufacturing process.